Event description:
Echelon flex powered vascular stapler 35mm, 320mm, used during open liver resection. Surgeon encountered major bleeding during the resection of the liver. The stapler stopped working during the process of controlling the major bleeding. The surgeon needed to new stapler quickly and a new one was obtained. Bleeding was controlled shortly afterward.